Event description:
It was reported by the patient that when the controller was charging, the adapter was viewed to be burned, the charging cable was also burnt and the port of the controller was burned as well. The patient stated the controller was so hot that it left a burn mark on the headstand. No injuries or medical intervention was reported due to the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The case description states that user's adapter, charging cable and port of the controller were burned. Only the op5 controller was returned for investigation. Thermal damage was observed to the charging port of the controller. The device was unable to turn on with it's own battery power. No download data was obtained as the device was not plugged in due to the thermal damage observed at the charging port. Cloud logs were not uploaded by the user. The tamper seal on the interior back cover was observed to still be intact. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.